Event description:
It was reported that a user experienced sustained hyperglycemia recorded at 290 mg/dl while using an ilet system and announced meals to correct, and troubleshooting identified an empty cartridge during fill tubing, after which a full supply change including site change and tubing fill was completed, and glucose began to decline. Customer care provided support that included guided troubleshooting, inspection of the infusion setup, and replacement of consumables. Investigation of this case revealed an empty insulin cartridge leading to inadequate insulin delivery until the cartridge and infusion set were replaced, consistent with a delivery interruption attributable to depleted consumables. Symptoms included elevated blood glucose without reported malaise. Outcomes included no alarms, no hospitalization, and glucose trending downward after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling of supplies resulting in an empty cartridge and resolved with proper replacement and priming.